Event description:
During a scheduled outpatient coronary angiography procedure, a good clean right femoral artery stick was obtained, but the 6 french sheath went into the artery with some difficulty. Cardiologist questioned if the vessel wall had calcium. (This cardiologist is experienced in use of this equipment.) The sheath was also kinked. A long wire was placed through the sheath and an 8 french sheath was placed in the artery with good blood flow return through the sheath. Bleeding occurred around the sheath. Due to the uncontrolled bleeding around the sheath, the case was terminated. A fem stop was used and hemostasis was achieved. Upon removal, the access sheath dilator tip was examined. The distal tip of the dilator was torn off. The blue sheath was split - the sheath was not split when the case was started. Patient was hospitalized overnight. The following day, a sheath was placed in the left femoral artery using the modified seldinger technique. Left heart catheterization and angiography was performed uneventfully. Patient has groin ecchymosis on right side, no mass, no bruit. Patient discharged in good condition the next day.